Event description:
During the device evaluation, it was observed that the video telescope displayed a purple image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found a purple image due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken video cable, damaged optical fibre, damaged plan glass, and damaged video plug could not be identified. However, it¿s likely the cause is related to improper handling by the user. Olympus will continue to monitor field performance for this device.